Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park.

Event description:
It was reported frost occurred on the device and the patient experienced a skin burn. Two cryoablation needles were chosen for the cryoablation treatment of a renal tumor located in the right kidney. Under computed tomography (CT) imaging, the correct placement of the needles was confirmed. The freeze began, but about halfway through the first freeze, the machine stopped freezing intermittently. They stopped the freeze cycle and took the needles out of the machine and then attempted to plug them back in to see if it would resolve the issue. However, the needles would not go back into the previous slots. The needles were repositioned in new slots, and the freeze cycle was started again. During the freeze, it was noticed that the needles were not giving a temperature reading. When the needles were observed for any ice formation, it was noted that one of them did not look right. The machine was shut off immediately. When examining the patient, the skin was white and cold to the touch. The skin around the needle was warmed up by placing a hand over the skin. They waited about 20 minutes and then the physician took the 2 cryoablation needles out of the kidney. They did a follow up CT scan with contrast dye. No further complications have been reported.

Event description:
It was reported frost occurred on the device and the patient experienced a skin burn. Two cryoablation needles were chosen for the cryoablation treatment of a renal tumor located in the right kidney. Under computed tomography (CT) imaging, the correct placement of the needles was confirmed. The freeze began, but about halfway through the first freeze, the machine stopped freezing intermittently. They stopped the freeze cycle and took the needles out of the machine and then attempted to plug them back in to see if it would resolve the issue. However, the needles would not go back into the previous slots. The needles were repositioned in new slots, and the freeze cycle was started again. During the freeze, it was noticed that the needles were not giving a temperature reading. When the needles were observed for any ice formation, it was noted that one of them did not look right. The machine was shut off immediately. When examining the patient, the skin was white and cold to the touch. The skin around the needle was warmed up by placing a hand over the skin. They waited about 20 minutes and then the physician took the 2 cryoablation needles out of the kidney. They did a follow up CT scan with contrast dye. No further complications have been reported.

Manufacturer narrative:
B3: event date updated. D3: manufacturer address 1- tavor building 1, industrial park. H10: related report number added.